Event description:
It was reported that this implantable pacemaker had a drop in longevity due to elevated thresholds. Boston scientific technical services (ts) conducted threshold measurements with the rep and stated that the patient has a fair amount of ectopy. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker had a drop in longevity due to elevated thresholds. Boston scientific technical services (ts) conducted threshold measurements with the rep and stated that the patient has a fair amount of ectopy. This pacemaker remains in service. No adverse patient effects were reported.